Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was observed that the power inlet cable was trapped beneath the drive belt. The power inlet cable was replaced and repositioned to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device turned itself off during patient care. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. This issue is patient related; however there was no adverse event reported.